Event description:
Caller reported a malfunction on the pump with code malf 16, which was not resettable. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to replace the pump and instructed the customer to use multiple daily injections as backup therapy. The customer was informed about the process for returning the problematic pump and the steps required when receiving the replacement. The customer understood and acknowledged all instructions provided.